Event description:
It was reported that during a pocket revision procedure, an insulation anomaly was noted on the lead. The lead was explanted and replaced successfully. The patient was in good condition during and following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned. Insulation abrasion exposing the outer coil was noted at 1.3 cm from the cut distal end.